Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The customer later contacted technical support on april 21, 2026, to cancel the service request, as the issue had been addressed in-house. The biomedical team determined that the problem was related to a blood back condition and identified the presence of blood within the pneumatic interface module. Biomed team replaced the pneumatic interface module, after which the device was returned to service.

Manufacturer narrative:
Another contact info: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during prior to use the cardiosave intra aortic ballon pump(iabp) had balloon not filling reverse. Engineer have consulted with the certified biomed and said it is bloodback issue. There was no patient involved.